Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys toxo igg immunoassay (toxoigg) on a cobas 6000 e 601 module (e601). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample resulted as 121.1 ui/ml (reactive) when tested with the roche toxoigg assay. The sample was also tested using the diasorin toxo igg method, resulting as 6 ui/ml. The result from the diasorin method was negative (immunized if result is > 8 ui/ml). The customer did not know which result was correct. The patient's toxo igm results were negative for both methods. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The patient is pregnant. On (B)(6) 2017, the patient was tested using the diasorin method and the toxo igg result was 4 ui/ml (negative, < 8 ui/ml). The toxo igm result for this sample was < 4 ui/ml. Between (B)(6) 2017 and (B)(6) 2017, the patient was tested using the roche toxoigg method on an unknown roche analyzer at a second laboratory and the result was 121.1 ui/ml (positive). On (B)(6) 2017, the patient was tested using the diasorin method and the toxo igg result was 6 ui/ml (negative, < 8 ui/ml). The toxo igm result for this sample was < 4 ui/ml. Both samples from (B)(6) 2017 and (B)(6) 2017 were tested using the roche toxoigg method on an unknown roche analyzer at the second laboratory and the result for both samples was positive. The analyzer model and serial number used at the second laboratory were asked for, but not provided. The toxoigg reagent lot number and expiration date used at the second laboratory were asked for, but not provided. No adverse events were alleged.

Manufacturer narrative:
A sample from the patient was provided for investigation. The roche toxoigg values generated by the customer could be duplicated. The sample was tested with a validated in-house neutralization assay and with the toxo igg recomline blot method. Based on testing results, the roche toxoigg values were confirmed to be correctly positive. The reagent performs within specifications. The sample is negative for anti-toxo igm and toxo igg is of high avidity, therefore an acute toxoplasma infection is highly unlikely.